Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code: hwc. (B)(4). Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a surgery using the 1.3 compact hand module, reportedly the head of the screw came off. No further information is available. This is 1 of 1 report for complaint #(B)(4).

Manufacturer narrative:
The evaluation of the returned screw reported the measurable dimensions were in compliance with the technical drawings and ao/asif specifications. The examination of the raw-material testing certificate and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard. No product fault could be detected. The exact cause of this occurrence cannot be defined. The visual inspection found that the cruciform recess of the screw was also damaged. The anodized layer at the damage is worn out, which indicates that the damage was caused post-manufacturing. This damage of the recess is indicative that too much torque was applied onto the screw. The fracture face was homogenous, which indicates material conformity. The complaint was determined to be invalid.